Event description:
Additional information was received from the patient representative. The reason for call was about a year ago the patient came down with a cardiac situation and began to take lasix. Patient's healthcare provider thought it would be better not to use the device anymore so they turned the device off. Patient went through all the programs and turned each one individually off and left it that way. Last fall the patient began to have episodes where they were getting a rather severe shock down in the same area where they used to have the stimulation. This would only come maybe once a month in september and october but it was getting much more prevalent now. In the past week it happened twice. Asked if patient's therapy was turned off and caller said they think they turned it off. Had the caller to the app and confirm that the stimulation was off. Reviewed with caller that as long as therapy is toggled off then stimulation is off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that for about the last month or so the patient has been having a very sharp pain down in the area of the vagina. Every 3-4 days the patient will come down with a very severe shock. It feels like the kind of shock that you used to get normally when the system was running the way it should but it was much stronger. They went in and turned off all programs and back those all off to zero and asked if that turned off the whole system because the patient was still having the pain. Reviewed with caller that they can only be on one program at a time. Agent asked if they swiped the icon from on to off on the screen and they said yes. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.